Manufacturer narrative:
Additional information was received that the physician assessed that the lead kink caused the infection. No further information can be obtained. The ipg was analyzed and passed all required tests performed. The explanted leads were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure due to an infection at the ipg site.

Manufacturer narrative:
Additional information was received that the patient also experienced redness and swelling at the ipg site. The event was due to a granuloma which was caused by the lead loop becoming superficial. The physician assessed the infection is not device related. The patient was administered antibiotics and was doing well post-operatively. Model #: sc-2158-50 serial #: (B)(4) description: linear lead with enhanced stylet, 50cm.

Event description:
A report was received that the patient underwent an explant procedure due to an infection at the ipg site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-50, quantity: 2. Description: linear lead with enhanced stylet, 50cm, model #: sc-4318, lot #: ni description: clik x anchor,

Event description:
A report was received that the patient underwent an explant procedure due to an infection at the ipg site.